Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that multiple of the same altitude alarms occurred while the customer was not outside of labeled operating altitude range. On the first event an obstruction was blocking the speaker holes. The customer's blood glucose was 191 mg/dl. After removing the obstruction from the speaker holes, the alarm cleared. Customer continued to use the pump for insulin therapy. A few days later the altitude alarm recurred and customer was unable to load a new cartridge. The customer's specific value of bg level was unknown but remained between 54-500mg/dl.the customer reverted to manual injections for insulin therapy.